Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act, down and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that most of the buttons on the keypad were hard to press. Blood glucose level at the time of the incident was not provided. The customer also reported that he recently had blood glucose levels of 500 mg/dl, which were treated with the insulin pump. Customer did not recall any significant incidents leading up to the keypad issues. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.